Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Reportedly the customer was ¿not understanding and confused¿, so their spouse assisted in addressing the decreased bg by providing a glucose shot. Customer updated their settings to address the event.